Event description:
Customer alleged blood glucose result of 290 mg/dl, 150 mg/dl, 137 mg/dl, and 138 mg/dl when testing was performed back-to-back on the compact plus system. Customer reported having no symptoms, and did not treat or act based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.